Manufacturer narrative:
Ps374577, the optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the two complaint ojr418 optiflow junior 2 nasal cannulas were received by fisher & paykel healthcare (f&p) in new zealand for evaluation where they were visually inspected. Results: visual inspection of the two complaint devices revealed that the right side of the tubes were found detached from the cannula. Glue residue was visible on the surface of the tubes and inside of the cannula tube joints. The tubing of one of the two complaint devices was found stretched. Conclusion: we are unable to determine the cause of the reported event. However it is likely caused by the tubing of the two complaint ojr418 optiflow junior 2 nasal cannulas being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannulas would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in wisconsin reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of two ojr418 optiflow junior 2 nasal cannulas broke during use. There were no patient consequences.

Manufacturer narrative:
(B)(4). The two complaint ojr418 optiflow junior 2 nasal cannulas are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the tubing of two ojr418 optiflow junior 2 nasal cannulas broke during use. There were no patient consequences.